Manufacturer narrative:
Preliminary analysis revealed a communication error.

Event description:
Reportedly, the remote report associated to an alert for ICD s/n (B)(6) was empty in the smartview website. Preliminary analysis revealed a communication error.

Event description:
Reportedly, the remote report associated to an alert for ICD s/n (B)(6) was empty in the smartview website.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - analysis of available expertise data confirmed the reported behavior, as an empty remote transmission was received on 2 november 2023 for the patient implanted with the ICD s/n (B)(6). - in-depth analysis revealed that the home monitor detected the alert but could not retrieve all information from the ICD. The root-cause could not be determined with certainty, although if could have resulted from external disturbances at the patient home or a too great distance between the home monitor and the implant. - it should be noted that such behavior is described per specifications and requires a successful patient-initiated transmission to restore rf communication, to protect the implant battery in case of an issue at the level of the home monitor. - based on available data, no anomaly can be evidenced on the home monitor or on the smartview remote monitoring website.

Event description:
Reportedly, the remote report associated to an alert for ICD s/n (B)(6) was empty in the smartview website. Preliminary analysis revealed a communication error.